Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was hospitalized with low blood glucose on (B)(6) 2015. Blood glucose at the time of admission was 25 mg/dl. The customer reported their insulin pump was over-delivering insulin to their body. Customer was able to treat their blood glucose with 15 units of insulin. The customer stated they were not in a vehicular accident. Troubleshooting found the insulin pump passed a displacement test. The customer was advised to monitor their insulin pump. Customer's blood glucose was 363 mg/dl at the time of the call. No additional information provided.